Event description:
It was reported that the pump had a broken front lever on the door latch assembly. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: manufacturing location. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device having a broken door latch was confirmed during inspection and testing. Preventive maintenance test results showed that the damage observed to the returned device was purely cosmetical and that the device is working within specification. The pcu or its associates pcu event logs were not returned for investigation, the pump module event log has limited information registered by the device and does not contain drug details, user keypresses or programming information. The date and time were not reported. A review of the pump module error log showed no errors. A review of the device event log showed that the last programmed infusion was on (B)(6) 2025, at 9:03 am the device was selected, and an infusion was programmed a rate of 999 ml/h and a volume to be infused (vtbi) of 20 ml. At 9:05 am the user channeled off the unit. The alaris user manual (v12.3) states not to use a device with any damage. Send it to biomedical engineering for repair. Internal and external inspection of the pump module found no irregularities. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n: (B)(6) wo: (B)(4). Please replace door latch as it was found broken during inspection. Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of the device having a broken door latch could not be identified during the investigation, however, the returned device was fully evaluated, and no issues or anomalies were observed during the log review or laboratory testing that the damage observed was purely cosmetical and did not impact the performance of the device. Note that this report lists imdrf annex a0401, a0404, c23, c2302, d11, d08, g0405206 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump had a broken front lever on the door latch assembly. There was patient involvement but no harm.